Event description:
Patient's wife reported that the mouthpiece broke and needs replaced, the patient is keeping mouthpiece together by glue. unknown if patient missed a dose. unknown if patient experienced an adverse event. unknown if defective device is on hand for return. unknown if md is aware. no further information provided. patient's wife also reported patient was in the hospital for 1 day they thought he was having a stroke, spent 1 night in hospital. unknown hospitalization date. unknown if md is aware. no additional information was provided. indication: chronic obstructive pulmonary disease, unspecified.